Event description:
Hospital personnel were treating a pt for an abnormal but non-lethal heart rhythm with synchronized cardioversion. The pt was connected to the device with edge system quik-combo combination therapy electrodes and monitored in lead ii with ECG electrodes. Shocks of 50 and 100 joules failed to convert the pt's rhythm. According to the reporter, after the device delivered a third shock of 200 joules, the device alarmed and the monitor screen displayed a flat line and a "service" message. Another monitor was immediately called for and used and the pt's rhythm was observed to have converted successfully. No adverse effects were reported as a result of the reported malfunction.